Event description:
It was reported that the customer's blood glucose level was 101 mg/dl but her sensor told her she was low, and her insulin pump went into threshold suspend. The customer stated her insulin pump had frequently gone into threshold suspend. The customer also stated she believes her sensors are bending. The customer was advised to contact her health care provider about her settings and insertion sites. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.